Manufacturer narrative:
After the patient was discharged, he returned back to the ER later that day still in retention. A separate report (3003477176-2023-00008) will be filed regarding the recurrence of the patient's urinary retention and subsequent resolutions. Uromedica (B)(4).

Event description:
Postoperative acute urinary retention in a proact patient. The patient presented at the ER due to acute urinary retention. The physician adjusted the balloons to a lower volume and the patient's bladder was drained, after which he was discharged.